Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. When the medical staff held the suture needle for tissue suturing during the surgery, the suture suddenly broke from the slot at the tail of the needle, resulting in the need to reprocess the partially sutured tissue; in order to avoid the surgical effect being affected, the suturing was immediately suspended, and the sutured tissue in the operation area was fixed with sterile tweezers to avoid displacement or loosening. A new suture was replaced, and rechecking the tissue alignment, the surgery continued and the remaining sutures were successfully completed. Resulting in prolonged surgical time and increased risk of secondary operations in the surgical area. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b 5. Event description. Additional information: h 4. Device manufacture date, h 6. Type of investigation. Corrected b5: it was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. When the medical staff held the suture needle for tissue suturing during the surgery, the suture suddenly broke from the slot at the tail of the needle, resulting in the need to reprocess the partially sutured tissue; in order to avoid the surgical effect being affected, the suturing was immediately suspended, and the sutured tissue in the operation area was fixed with sterile tweezers to avoid displacement or loosening. A new suture was replaced, and rechecking the tissue alignment, the surgery continued and the remaining sutures were successfully completed. Resulting in prolonged surgical time and increased risk of secondary operations in the surgical area. No adverse patient consequences were reported. Additional information was requested a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how long was the delay? Please specify in minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there patient consequences? If yes, please explain. Were there any unexpected outcomes or complications as a result of the increased risk of secondary operations in the surgical area? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. When the medical staff held the suture needle for tissue suturing during the surgery, the suture suddenly broke from the slot at the tail of the needle, resulting in the need to reprocess the partially sutured tissue; in order to avoid the surgical effect being affected, the suturing was immediately suspended, and the sutured tissue in the operation area was fixed with sterile tweezers to avoid displacement or loosening. A new suture was replaced, and rechecking the tissue alignment, the surgery continued and the remaining sutures were successfully completed. Resulting in prolonged surgical time and increased risk of secondary operations in the surgical area. No adverse patient consequences were reported. Additional information was requested.